Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. A product sample was received for evaluation. Visual and functional testing were performed. There was no physical damage observed. The position pot connector was not plugged all the way in and connector came loose when customer received the reported device. The technician was able to confirm the reported issue of reported device not able to recognize the syringe. The complaint was confirmed. The root cause of the reported issue was determined to be the incorrect assembly of the device during service for another issue at the repair center. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was not recognizing the syringe. No patient injury was reported.